Manufacturer narrative:
Medwatch sent to FDA on 06/09/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of device labeling addresses the possible outcome of vomiting as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: a patient with the orbera intragastric balloon had "started vomiting, balloon with great volume. Rx and eda confirmed balloon with air in its inside." The balloon was removed.

Manufacturer narrative:
Supplement #1 sent to the FDA on 09/07/2016. Device evaluation summary: a visual examination was performed on the device, and noted the shell to be discolored, it appeared blue in color. White particles were noted on the outer surface of the shell. A valve test was performed, and no blockage or resistance to flow was noted. An air leak test was performed, and leakage was noted from two openings on the shell near the radius of the device, and leakage was noted from the valve. Under microscopic analysis, a total of three striated openings were observed; the openings were consistent from damage caused by removal tools. Brown particles were observed in the valve channel wall, as well as at the bottom portion of the valve. A device history record (DHR) review was performed, and noted the subject product met all specifications and requirements in effect at the time of manufacture. There are no other complaints in the apollo database for this lot number.